Event description:
It was reported that malfunction alarm with code malf 0 occurred on pump and no notable events happened beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction returned.